Event description:
It was reported while using bd microtainer® sst¿ , 6 tubes exhibited poor barrier separation after processing. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 10 samples for investigation. The returned samples were visually evaluated for barrier gel characteristics and presence of additive, with acceptable results. Additionally, 50 retained samples were also visually evaluated for barrier gel characteristics and presence of additive, with acceptable results. Complaints for sample quality are under statistical control for the month of february 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: poor barrier separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.